Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. During investigation, fse identified that the suite pc starts after a blue screen error. To resolve the issue, fse reseated the memory dimms, graphic card, network card, and checked the cable connections and reinstalled suite pc software. Following these actions, the system was then returned to use in good working order. The codes have been updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint. The complaint device azurion 7 m20 (722282) is not sold in the us. However, its similar device 722224 is marketed in the us under 510(k): k200917.